Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer¿s current blood glucose is 59 mg/dl. Customer stated that she is currently drinking juice boxes to treat for low blood glucose. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer stated that she started on new insulin pump and when she woke up blood glucose was 250 mg/dl customer corrected but blood glucose continued to go higher and wouldn¿t come down. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer went through body scanner at the airport and insulin pump exposed to magnetic field. Customer performed displacement test. Test results: passed . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No motor error alarms, no possible under delivery anomaly, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed and also passed the delivery accuracy test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.